Event description:
The user facility reported that impella cp was placed to support percutaneous coronary intervention procedure. During percutaneous coronary intervention it was noted that the patient had a hematoma around 14fr short peel away. Sheath was removed and repo placed. After there was an arterial bleeding around the sheath. Physician put lots of forward tension on sheath and held manual pressure. The physician also went up and over with a balloon to help control bleeding. The vascular surgeon was consulted and did a cut down. After working for around 2-3 hours, the surgeon was able to get bleeding under control. During surgery, the patient received 15 units packed red blood cells , 15 units plasma, and 3 units platelets. The pocket was partially closed and the blue impella hub was sutured down. Throughout the procedure the physician also held pressure on the opposite groin because there was a hematoma on that side as well. At the end of the procedure, the patient¿s pressor requirements were decreasing. The patient was transferred to intensive care unit. Over the next couple of hours, the patient coded a few times, and family made the decision to not resuscitate the patient if coded. The patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿